Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported to have scratches on display screen which prevents reading of display screen. Customer also reported that insulin leaked into pump and reservoir compartment past the second o-ring and insulin pump could not be rewound. Customer's blood glucose was 504 mg/dl. Customer reported of waking up with blood glucose of 600 mg/dl. During troubleshooting, insulin pump received a motor error alarm. While troubleshooting for motor error alarm, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir's o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking tests and no leaks were noted.